Event description:
It was reported that the implantable cardioverter defibrillator (ICD) misclassified ventricular tachycardia (vt) as supra ventricular tachycardia (svt) and withheld therapy. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.